Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.